Manufacturer narrative:
An analysis was performed on the returned device. The failure to cut was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, the angle of the device was likely too steep in relation to the vessel tract. The flex guide was carved, the garage leaves bent, and the cutter tip separated all indicating the cutter and garage leaves were pushed into the flex guide. When this occurs, the sheath will not cut without significant difficulty. This occurs when the flex guide is bent up and not co-axial to the cutter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after an interventional procedure with a 6f sheath. Reportedly, the device didn't peel away properly [sheath didn't split correctly]. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.